Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported hub break was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported hub break could not be determined. Factors contributing to a break include, but are not limited to, damage during manufacturing, interaction with accessory devices or inadvertent mishandling. In this case, it is possible the inflation device was over torqued while connecting to the hub/port (sidearm) of the stent delivery system (sds) during preparation of the device, resulting in the reported break and observed leak/splash; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that during preparation, the hub of the 2.25x08 mm xience pro s stent delivery system (sds) was cracked. The device was unable to form a seal with the syringe/indeflator to fill with contrast. The device was not used and there was no patient involvement. Another xience stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. Returned device analysis identified that the device leaked from the crack in the hub. No additional information was provided.